Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2019-00788. It was reported the patient experienced ineffective stimulation due to lead migration (confirmed via x-rays). As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post procedure.